Event description:
Baxter reported a leaking luer lock connection with thirty-four (34) units of the vented paclitaxel set, product code 2c8857, lot number r07b07020. It is unknown when this condition occurred. However, there was no patient involvement or medical intervention associated with this report. Although requested, no additional information is available.

Manufacturer narrative:
Evaluation was performed and the reported issue of a leaking luer lock was not detected in the samples. The defect was not confirmed. However, an engineering review determined that the probable cause is associated with cracked/broken male luer.